Manufacturer narrative:
This product is registered as a combination product. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was observed that noise leading to oversensing was present on the ventricular lead. The cause of the oversensing was unknown and the signals were to large to program around and appeared to be an isolated incident happening on a single day all within eight minutes. The course of treatment was to be evaluated after further testing. No decisions had been made. There were no patient consequences.